Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter did not work during the surgical procedure. No pt injury was reported.